Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmology doctor reported that the laser did not cut a complete corneal flap. Per the doctor, he had to use a scalpel in order to lift the corneal flap; nevertheless, the lasik procedure could not be completed. The patient was sent home and will be rescheduled upon healing. A field service engineer was scheduled to visit the site and evaluate the laser system. In a follow up, the technician reported that there was a large bubble near the hinge of the right eye, and this is why the surgeon was unable to lift the corneal flap. The left eye was completed successfully. The right eye will be retreated at a later date.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. The manufacturer internal reference number is: (B)(4).